Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100043 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User stated that they performed test procedure correctly but the test did not produce distinguishable results. She deposited 4 drops in the "s" hole and waited 15 mins. (Timed by alexa) and there was no line. Just a pink blotch near the t and less pink near the c.